Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for investigation to zoll on 12/05/2016. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn: (B)(4). During visual inspection, no physical damage were noted. The archive results showed fault 21 (position change does not coincide with motor direction (no unwind). The functional test was performed and the platform performed a few compression and stopped and displayed fault 21 (position change does not coincide with motor direction (no unwind). Further testing showed that the failure was due a defective motor controller board. Another run in test was performed but the device failed repeatedly with fault 27 - encoder fault ( speed >3000 rpm, no unwind ). This indicates that the encoder shaft is truning too fast at the speed higher than 1000 rpm during compression . This error code is unrelated to the reported complaint. In summary, the reported complaint of error message ua21 was confirmed during functional test and archive review. The root cause of the failure was due to defective controller board. The autopulse platform is a re-usable device and was manufactured on 06/30/2015. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform was functional without issue. The controller board and the encoder was replaced . After replacing the parts , the autopulse platform passed all functioning testing and meets all required specification. The autopulse has passed all the final testing and meets all required specification.

Event description:
The service maintenance was performed by zoll (B)(4) however on 11/18/2016, the ua21 (position change does not coincide with motor direction) message occured during the initial functional test. The archive review showed that ua 21 occurred on (B)(6) 2016. No patient consequence was reported.